Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that cardiac perforation occurred. A left atrial appendage closure procedure was being performed and a watchman flx closure device was implanted. During the procedure a cardiac perforation occurred. Since the procedure, the patient has not been doing well.

Manufacturer narrative:
B3: estimated as (B)(6) 2023 as implant was noted to have occurred in (B)(6) 2023. D6a: estimated as (B)(6) 2023 as implant was noted to have occurred in (B)(6) 2023.